Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reported that patient with dementia was a recipient of a shunt. Additionally, it was also noted that the patient had many health issues, which according to a statement from the surgeon was the cause of his death. By the request of the patient's wife, the device was removed and sent to an impartial third party for testing where it was said to be working fine. It was also requested that the device be sent to the manufacturer for additional testing. It was reported that the device was inadvertently cut while being explanted.